Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During the procedure, a blood leak was noted from the hemostasis valve defect was noted on the hemostasis valve. The device was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.

Manufacturer narrative:
B5: edit. H6 corrected medical device code.

Event description:
During the procedure, a blood leak was noted from the hemostasis valve. The device was replaced and the procedure was completed with no adverse consequences to the patient.